Event description:
The issue was found during a therapeutic, laparoscopic procedure. The procedure experienced an unknown delay due to the shearing inlay needed to be recovered. The procedure was completed with a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: b5

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer¿s complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event was determined to be the hicura scissors has a week point regarding the retaining function of the connection between jaw insert and handle regarding transmission of the cutting force. It is also assumed that over time the closing force drifted out of specification. Furthermore, it is also likely the high flexibility of the proximal end of the jaw insert, which is required to ensure an easy assembling of the instrument and to prevent damage of the proximal end, is also increasing the likelihood of the occurred phenomenon. A design change has been initiated to prevent further occurrences. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the using the jaws insert "hicura", 5 x 330, metzenbaum, monopolar during the procedure, the shaft detaches from the handle and then the shaft and inlay. The surgeon must then close the branches of the scissors from another trocar with pliers and remove the metzenbaum inlay and pipe shaft. There were no reports of patient harm. The report is linked to patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.